Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Manufacturer narrative:
Additional information received from the customer on july 1, 2015. On (B)(6) 2015, the patient was positioned prone over 2 large rolls. The patient was not repositioned at any time during the surgery. The surgery was not performed with a stereotaxy device. Integra adult mayfield skull pins (a1083) with lot number 009073 were used during the surgery. The mayfield head holder was attached to the operating table. During this process, the posterior pin on the right side slipped, causing a 1 cm laceration that was repaired using staples. The patient was taken to recovery in stable condition. The mayfield skull clamp was removed from service and the integra sales representative was contacted to look at commonalities found in several. Mayfield headholder issues and plans for physician in service in coming month the skull pins were not available to be returned for evaluation. Integra has completed their internal investigation: evaluation of actual device, review of complaint history, review of DHR. Results: received with the swivel base having excessive rotational movement while in the locked position. All other components are in good working order. Even though this unit has excessive rotational movement in the swivel base in the locked position when properly positioned on a patients head this unit would not slip. This device was manufactured on 08/29/2014 and a review of work order (B)(4) containing lot code 147 and serial number (B)(4) showed that this device passed the required inspection points without reworks, mrrs or variances. There is no service history for this device. No manufacturing or design related trend has been identified. Conclusion: in summary we are unable to confirm or duplicate the end users experience the returned unit passed all functional testing requirements, however, general maintenance is required.

Event description:
A (B)(6) female was positioned prone for a posterior cervical procedure. The clamp slipped and the pt suffered a laceration that required staples. Add'l info has been requested.